Manufacturer narrative:
Device evaluation: device photographs for the device related to the reported events were reviewed. Visual analysis of the photographs identified device patch with lot number 1401280 and catalog number 68lp-300. Due to the impossibility to perform a microscopic analysis through device analysis performed with photographs, it is not possible to determine the most likely failure mode. Additional, changed, and/or corrected data: b.5., d.7., h.6.

Event description:
Healthcare professional additionally reported "fold flaw." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.